Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one resolute integrity drug eluting stent was implanted in the rpl. Approximately 46 days post index procedure, the patient suffered an mi due to stent thrombosis. Patient was taking aspirin and clopidogrel at the time of the event. Revascularisation was performed. Poba with an unknown balloon and thrombus aspiration were used to treat the rpl. Investigator reported that the event is related to the study device.

Manufacturer narrative:
Correction: the patient also has a history of diabetes. During the index procedure, the lad was treated, not the rpl as previously reported. 100% stenosis of the target lesion was also noted on the same day of the previously reported mi and stent thrombosis. The investigator has assessed the restenosis event as related to the study device. The restenosis, stent thrombosis and mi were treated with a revascularization of the lad, not the rpl as previously reported. The outcome of the mi is remission. The outcome of the restenosis and stent thrombosis is recovered. (B)(4).